Manufacturer narrative:
Additional information : manufacturing date -- january 8, 2016 ¿ january 11, 2016. The device was not returned, however, a photograph was received for evaluation. Visual inspection could not verify the reported condition because in order to verify the flow rate accuracy a functional flow rate test must be performed on the physical sample. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.